Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical intervention for a generator change. During this procedure, this right ventricular lead was explanted due to an unknown product performance issue. This patient was non compliant for follow up and was not seen for at least ten years. No adverse patient effects were reported.